Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wraps caused "blisters." The cause of the consumer stating the wraps caused blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the site name requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. A return sample has not been received at the site.

Event description:
Event verbatim [preferred term] blistering on the back [blister], , narrative: this is a spontaneous report from a contactable consumer. This consumer reported similar events for two patients. This is 2nd of 2 reports for his wife. This female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number 9008ja, expiration date oct2021, upc 0573301038) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced blistering on her back after using them over a week. Action taken for the product and event outcome was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wraps caused "blisters." The cause of the consumer stating the wraps caused blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the site name requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. A return sample has not been received at the site. Follow up (25oct2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (09may2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow up (18jul2020): follow up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: added operator of device and updated investigational results.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wraps caused "blisters." The cause of the consumer stating the wraps caused blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Aj2675 is the only lot within the scope of this investigation. Thermacare lot are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no attribute or variable defects recorded for the lot.

Event description:
Blistering on the back [blister]. Case narrative:this is a spontaneous report from a contactable consumer. This consumer reported similar events for two patients. This is 2nd of 2 reports for his wife. This female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number 9008ja, expiration date oct2021, upc (B)(4)) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced blistering on her back after using them over a week. Action taken for the product and event outcome was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wraps caused "blisters." The cause of the consumer stating the wraps caused blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Aj2675 is the only lot within the scope of this investigation. Thermacare lot are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met.. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no attribute or variable defects recorded for the lot. Additional information has been requested and will be provided as it becomes available. Follow up (25oct2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (09may2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.